Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determine. The event can be detected/prevented by following the instructions for use which state: fu states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a crack, the adhesive on the bending section cover had wear, the connecting tube was buckling, and the video cable was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a whitish foreign material in the air water tube and cylinder. There were no reports of patient involvement.